Event description:
Physician stated that blood leaked in the graft after the surgical procedure ¿femoral popliteal bridge¿.

Manufacturer narrative:
The device history file for this lot was reviewed and determined it meet all specifications. The investigation revealed there were clamp marks in one isolated area that leaked at a pressure of 34mm hg. It is believed the product was clamped with unshodded clamps. When the returned device was tested for water entry pressure (wep), leakage was observed at the clamped location. The rough clamps served to deform the ptfe material increasing the porosity within a specific area and causing leakage. The rest of the graft held pressure as expected. Atrium has warnings in our instructions for use, to limit clamping of the graft and if clamping must be done, to do so with clamps that are shod with soft material. This warning is not only provided to reduce the risk of weeping, but it is also provided because when clamped with sharp clamps, this also serve to weaken the ptfe material in that area. This then becomes an area where the product could break if placed under extreme force. Atrium also warns in the IFU about other important factors that can impact leakage of the graft such as the product should not be pre-wet by any organic solvents. It should not be infused with antibiotics, nor should the device be put under pressure with heparinized saline. By doing so, the water entry pressure is also decreased.